Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse replaced the syringe tips, the reagent and sample tubing, the heterogeneous module (hm) wash pumps, and the sample and reagent probe cleaner pumps. The cse replaced the u sealer element and cuvette from diaphragm. The cse replaced the in-line filters on waste water tubing, and cleaned the photometer windows. The cse performed alignments, and decontaminated the water system. The customer ran quality control, resulting within range. The cause of the discordant, falsely low mg result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low magnesium (mg) result was obtained on one patient sample on a dimension exl with lm instrument. The initial result was not reported to the physician(s). The sample was repeated on an alternate instrument, resulting higher. The repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low mg result.